Manufacturer narrative:
A review of all records related to the manufacture of lot 07b055 has been requested, and will be provided in a follow-up report. The manufacturing plant received the device involved in the incident. However, the evaluation has not been completed. Upon completion , the evaluation results will be provided in a follow-up report.

Event description:
National complaint coordinator for int'l affiliate reported an alleged overinfusion observed on an infusor device during patient infusion via intravenous injection. The device was filled with 70ml of 5-fu and 160ml of saline. The total fill volume was 230ml. The patient access site was a needle connection. The location of the access site was unknown. The expected duration of infusion was 46 hours. The customer indicated that 230ml of the drug infused in 36 hours. The infusor was at the same height as the flow restrictor. The temperature of the device was 31 degrees celcius. The device was not used prior to the incident. A patient control module was not used. There were no reports of patient outcome, injury, or medical intervention associated with the reported condition.